Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his chest. Patient advised the rash then spread to his legs. Patient advised the rash looked like measles, no open skin. There was no alleged device malfunction contributing to the irritation. Patient reported his physician advised to stop taking medications. Follow up indicated that the skin irritation is improving.